Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2017 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. Multiple cs 177 warnings occurred due to normal battery wear. During a visual inspection of the pump, the battery compartment was observed to cracked from the threads to the case seal on the side..the battery cap secured properly to the pump, and a power loss was not observed. During testing the pump was exercised for 24 hours and no alarms or warnings occurred. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint a battery life issue was not duplicated during investigation, however, the damage to the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.